Event description:
It was reported that the pump screen went blank unexpectedly. There was no reported adverse impact to the customer. Troubleshooting with tandem technical support indicated that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer continued to use the pump for insulin therapy.